Event description:
On (B)(6) 2006, pt was implanted with an invance sling. It was reported that the sling was removed due to infection.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.